Event description:
It was reported that the patient had withdrawal symptoms and went into full respiratory distress that started (B)(6) 2012, and lasted about a month. In addition, the patient was currently not receiving therapy because it was indicated that the catheter was not connected to the spinal cord. The reporter stated that he had x-rays dating back to january, indicating that the catheter was dislodged and he mentioned that reporter mentioned back in (B)(6) 2012 and again in (B)(6) 2012 that his pump was not working. It was indicated that the patient had a pump replacement in (B)(6) 2011, but the catheter was not replaced at that time. It was noted that the patient was scheduled to have the catheter replaced in (B)(6) 2012, however the procedure was cancelled. As a result, the patient was placed on oral baclofen, and was 'doing well' as it was believed that he no longer needed catheter replacement. It was indicated in (B)(6), that the patients pump was set at minimal flow rate to allow for catheter replacement; however the catheter still was not replaced at that time. It was noted that the patient's status was undetermined and the drug in the pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient understood that their pump was working, but they meant that the catheter was not in their spine, and so they were not receiving therapy. It was reported that the catheter had coiled out of the intrathecal space sometime around (B)(6) 2012. The patient had two catheter revisions. Following a revision in (B)(6) 2012, the patient had a sudden onset of shortness of breath and was hospitalized. The patient was diagnosed with pneumonia and a pulmonary embolism. The patient was put on blood thinners (coumadin). The patient was hospitalized for ten days, and upon discharge the patient was diagnosed with a cerebral spinal fluid leakage. The patient had a bulge on their back where the catheter entered the spine and so a blood patch was done. The health care provider (hcp) wanted to wait to do another catheter revision until the patient was off of coumadin. The plan was to anchor the catheter to the 'muscle' so that it would not migrate out of the intrathecal space again. It was reported that the device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 863720, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type pump. (B)(4).